Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 389 mg/dl. Customer reported that insulin exited the tubing, but there is greater than normal resistance when the customer attempted a plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer will return and replace the set and reservoir. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.